Event description:
During evaluation of a returned spectrum pump, the device did not recognize that the door was open. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize that the door was open. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be out of adjustment link screws. The link and link switch requires adjustment/ verification to address this issue. Should additional relevant information become available, a supplemental report will be submitted.